Event description:
It was reported that there was noise, nst (non-sustained tachycardia) and v-v intervals counted, a jump in svc (superior vena cava) coil impedance, and a possible fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4194 implantable pacing lead, (B)(6) 2010; 4592 implantable pacing lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was u ndefined, that the criteria for the right ventricular lead integrity alert were met, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.